Manufacturer narrative:
The reported event was duplicated. A service technician evaluated the device and observed that the device had a bias current error appear. Motor corrosion was observed. The motor was replaced, preventative maintenance was performed, and the device was returned to the customer after passing final inspection.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device caused a bias current message to be displayed on the console, signaling a condition occurred in which the device has the potential to run without user activation. No patient involvement, no delay, no medical intervention, and no adverse consequences were reported.